Event description:
It was reported that caller experienced continuous glucose monitor error during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received complete pump reset instructions, was guided through pump reset, and successfully restarted sensor session without further error.